Manufacturer narrative:
Recently otto bock healthcare products (B)(4) performed a retrospective review across all complaints recorded between (B)(6) 2015 and (B)(6) 2017. During the review it was discovered that the patient population involved in this event has to be considered as vulnerable, which is why it was determined that this event is reportable investigation results: device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Stance and resistance isn't the same and the swing isn't releasing the same time every time. Patient just wants it looked at. Not holding stance flexion. Feels unstable. Pylon is rataling and clicking. Patient fell two times while walking on uneven surface through the woods on a slope. Large bruise when patient fell 1 ½ month ago (medical treatment sought), no injury when he fell last time.